Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call by customer's parent that the insulin pump keeps turning off and restarts. The customer's parent stated the insulin pump alarmed external ram crc error and unexpected restart. The customer's blood glucose was 200mg/dl. Customer stated the alarm did not occur during the rewind/prime sequence. Advised the customer the insulin pump will need to be replaced.